Event description:
On june 4, 1998 pt dialysis was initiated without difficulty at 3:37 pm. Pt started having nausea and vomiting at 6:00 pm. She was given 500 cc normal saline and 5 mg of compazine. Pt taken off machine at her request. Dr notified. Pt taken to ER 6/4/98 at 7:45 pm with coughing and vomiting. Blood work drawn and admitted.